Event description:
It was reported that the device was unable to be interrogated during an in-clinic follow-up. Abbott technical support was contacted to help restore telemetry; however, this was unsuccessful. The device is anticipated to be explanted and replaced. The patient was in stable condition and will continue to be monitored.